Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the ICD involved in this report reached end of life after a short implantation period of one month. The device was explanted and will be returned for analysis.